Manufacturer narrative:
Device evaluation: analysis of the returned device identified: fold creases, brown particles in the fill channel and a linear opening. A leak test and microscopic analysis were performed which identified; a valve crack and a sharp opening on the patch bond edge. A dimension measurement in the shell was performed which identified that the thickness was within specification. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve, and a sharp opening on the posterior side due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.